Event description:
Additional information was received from the patient. They reported that the cause of the 'internal data lost' message was determined to be from low battery. The patient wrote that it was just installed in (B)(6) 2020 with the settings never exceeding 4. The patient had contacted the va to set up a replacement. The issue was not yet resolved. Device replacement/removal was planned, but the date of the surgery was to be determined. The patient reiterated that they were waiting to replace the device as it was not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and the patient. The rep was not completely sure of the cause of the por / premature battery depletion but when they checked the patient's device on the date of replacement on the stimulation was turned up to 8.5 on an advanced program. The likely cause or what contributed to the issue was the high amplitude setting of 8.5. Device registration shows that the 3058 battery was removed 2022-jan- 17. The device was not returned as the customer chose to discard it. The patient responded that the likely cause of the 'internal data lost' message was that the battery died. The cause of the premature battery depletion was not determined. The patient had the device explanted and it was replaced with a new rechargeable unit on (B)(6) 2022. The patient's weight when this occurred was 185 pounds. The patient did not know the current status of the device but reported that the rep was present at the surgery.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they wanted to use the external equipment because they noticed some of their symptoms coming back; they were feeling symptomatic. When they used the handset they got 'internal device has lost all data, consult your clinician'. They noted they had sent a message to their hcp regarding this, they were calling to find out if patient services was able to help resolve the message. They were unable to resolve the message on the call. They noted they had no falls, accidents or other medical tests/procedures. They were redirected to their hcp to resolve the issue. Additional information was received from a consumer via a manufacturer representative. It was reported symptoms were returning and there was premature battery depletion. No external factors were listed. Pt noticed a return of symptoms roughly a month ago so he went to turn his therapy up but his remote control lost all data & to contact clinician. Rep met with him to check the device but the battery was too low to troubleshooting anything. Tried to troubleshooting device but battery was near end of life. The dr is going to meet with the patient in (B)(6) to discuss full interstim removal with replacement of a rechargeable device. Surgical intervention is planned. The issue was not yet resolved.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.